Event description:
A surgeon reported that following a bilateral intraocular lens implant procedure, a patient experienced glare making it impossible to drive at night. These are two medical device reports associated with this complaint. This report is for the left eye. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; lens remains implanted. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. Attempts have bene made to obtain additional information by phone, fax and mail. A completed questionnaire was not received. (B)(4).